Manufacturer narrative:
This report is filed on november 22, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement; subsequently the patient underwent revision surgery on (B)(6) 2016 to reposition the magnet.